Event description:
It was reported that the images were black; however, the customer could continue using the system after it was rebooted. This resulted in an intermittent loss of live image. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.